Manufacturer narrative:
The complaint product has not been received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30076633l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and sterilization issue was encountered. It was reported that upon opening the thermocool® smart touch® sf bi-directional navigation catheter it was noted that the packing of the replacement catheter was defective in a manner that may have compromised sterility. Although the nature of the packaging defect and its effect on sterility could not be verified, this event has been assessed as an MDR reportable malfunction and biosense webster inc. Is conservatively reporting this event.

Manufacturer narrative:
It was reported a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and sterilization issue was encountered. It was reported that upon opening the thermocool® smart touch® sf bi-directional navigation catheter it was noted that the packing of the replacement catheter was defective in a manner that may have compromised sterility. Product evaluation details: the returned plastic part (tray) was inspected and it does not look normal, however, the catheter was found in normal condition. A magnetic sensor functionality of the catheter was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. For this condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is not related to the manufacturing process since the unit was placed under a source of high temperature which causes the tray to be deformed. The pouch sealer is the only heat source available in the packaging line for the straight configuration. However, the sealers are not capable of deforming the tray as seen in the product analysis lab. Finally, the device history record (DHR) was reviewed and no abnormal conditions were found during the sterilization process. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the internal failure of the sensor cannot be determined, however, an internal correction action was created to investigate this issue. The damage tray cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 11/09/2018, the biosense webster inc¿s failure analysis lab (fal) received the device for evaluation. Initial visual analysis identified, ¿the plastic part where the catheter handle sits in the packaging does not look normal, the catheter itself looks normal.¿ the findings have been reviewed and assessed as MDR reportable for packaging defect. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).